Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the tip of the laser fiber broke off. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects as a result of this event.

Manufacturer narrative:
Initial reporter zip/post code (B)(6). Problem code 2907 captures the reportable event of fiber tip detached. Investigation result: one flexiva 200 tractip laser fiber was returned broken into two pieces. The first piece measured approximately105.1 cm from the top of the connector to the break. The second piece measured approximately 209.5 cm from the break to the distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirms that the tip was unused. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation on december 7, 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the tip of the laser fiber broke off. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects as a result of this event.